Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, power cycling, and electrocardiogram (ECG) monitoring stress testing without duplicating the report. Review of the device activity logs did not show any evidence to support the customer's report of ECG failures or power on self-test failures. No accessories were returned for evaluation. Therefore, our investigation for this reported malfunction was unsubstantiated. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device was unable to attach the ECG port on the monitor, the connector was physically damaged and device failed self test for ECG function. Complainant did not indicate that there was any patient involvement in the reported malfunction.